Event description:
It was reported that during the implant procedure, the pacing lead exhibited high thresholds even after testing multiple positions. The lead was removed and replaced. No patient complications have been reported as a result of this event.